Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing the unit to shut down, which confirmed the original complaint issue. However, there was no indication of a failure of the alarms to function. The complaint of the unit getting a 4/5 error code was not addressed during the repair and therefore could not be confirmed. The fields were updated accordingly.

Event description:
The unit would run for about 20 minutes and then would shut off with no alarm. When the unit is turned back on, it would begin alarming and show a 4,5 error code.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The unit would run for about 20 minutes and then would shut off with no alarm. When the unit is turned back on, it would begin alarming and show a 4,5 error code.